Manufacturer narrative:
At this time product has not yet been returned and abbot diabetes care product quality engineering (pqe) investigated the alarm-3l (missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3l cases in april 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at (B)(4). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3l have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. The customer reported that the low glucose alarm did not sound, subsequently becoming hypoglycemic, and had contact with a healthcare provider who administered glucose and dextrose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.